Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking on port 2. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 01, 2022 to april 04, 2022. H9: correction/removal report number: 3010291427-06/21/2022-001-c. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.